Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. The patient reported that on (B)(6) 2024, patient experienced that the infusion set was leaking from tubing. The patient also reported that the tubing did not come apart. The infusion set was in use for 2 days. No further information available.